Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the right femoral artery occlusion could not be determined from the films provided. This may have been anatomy related. Pre-implant films noted that the iliac arteries were calcified and diseased, and were also moderately tortuous; bilaterally. Films during implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. Films 1-day post implant noted that the entire bifurcate aortic body had radially infolded up to 16mm; less 50% of the bifurcate diameter. Although no thrombus was seen either within the aortic body or limbs, it is possible that this infolding may have disrupted the distal blood flow and may have contributed to the right femoral artery occlusion. The cause of the infolding, which likely occurred during implant, is unknown. The infolding may have been due to stent graft oversizing and implanting within the neck which contained irregular thrombus. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The cause of the descending thoracic aorta dissection could not be determined. This may have been related to the pre-existing ascending thoracic dissection that was repaired prior to implant and also related to the patient¿s diseased aorta. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported post-implant occluded right common femoral artery and a dissection in the descending thoracic aorta could not be determined from the limited pre-implant films provided. Films during implant, including the blood flow dynamics, were not available for assessment, and post-implant images were also not available for review. Pre-implant films did not include any images of the thoracic aorta; therefore, the pre-implant thoracic anatomy could not be assessed. The iliac arteries were calcified and diseased, and were moderately tortuous; bilaterally. It is possible that both events were anatomy related; implanting within a pre-existing diseased thoracic, aortic, and iliac/femoral vessels. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. It was noted that there was an irregular thrombus pocket in the proximal neck; and both iliac arteries were diseased, irregular, and calcified. The patient underwent repair of an ascending aortic aneurysm unrelated to this event. During surgery, it was discovered that the patient's aorta was very diseased. It was reported that the following day the patient developed an occluded right common femoral artery and a dissection in the descending thoracic aorta. The occlusion was surgically repaired. The occlusion event was resolved and the dissection remained unresolved. Per the physician, the cause of the dissection was unknown but may have been related to the patient¿s anatomy of a diseased aorta that was discovered during surgery. Per the physician, the cause of the occlusion was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.